Event description:
It was reported that a patient became hemodynamically unstable during the procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was), and a watchman flx laa closure device & delivery system (wds) was elected for use. Transeptal puncture (tsp) crossing was successfully completed using a versa cross connect. After crossing the septum with the watchman fxd curve access system sheath the patient became hemodynamically unstable. The patient's heart rate increased, and blood pressure dropped. The patient went into atrial fibrillation and had to be cardioverted 6-7 times before going back into normal sinus rhythm. The physician decided to abort the procedure. There were no further patient complications.